Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) rose to 547 mg/dl with ketone level identified as dangerous. The customer went to the emergency room (ER) to address elevated bg. Bg was treated with fluids and a correction bolus using the pump. Reportedly, the customer resolved the occlusion alarm by changing the infusion set and cartridge. The customer left the ER with the issue resolved and bg at 160 mg/dl.